Manufacturer narrative:
(B)(4). Final device analysis for device revealed a reliability non-conformance, broken weld(s) at bond wire pad(s)- lifted bond wire(s).

Event description:
It was reported that the device was returned with no info. Add'l info has been requested, but was not available as of the date of this report.